Event description:
In 2008, the lay-user/patient contacted lifescan (lfs) canada alleging that the onetouch ultra meter is giving inaccurate low readings. This complaint is classified according to the documentation of the initial call, as the patient was not available for follow-up questions. According to the patient, the inaccurate low issue first occurred 8 months ago prior to contacting lifescan (lfs). Reportedly, the subject meter was "not reading correctly." The patient allegedly was having "high sugar episode" but could not specify the details. The patient reportedly had to go the hospital (ER) and was treated with insulin. It would have been helpful to know the patient's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the patient receive in order for the symptoms to abate, could the symptoms have been prevented, was the patient's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the patient's medical intervention / reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. The patient was unable to provide answers to the troubleshooting session. This complaint is being reported because the patient claimed he had a "high sugar episode" and was treated with insulin in the ER, after the inaccurate low issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.